Event description:
This lead was implanted in (B)(6) 2007. It was noted on (B)(6) 2013 that rv pace/sense has a fracture. No capture at maximum output >2000 ohms. Shocking leads normal after several check. New rv (pacing/sensing) scheduled to be implanted. The physician was (B)(6) at (B)(6), aruba. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).